Event description:
A report was received that the ipg was causing discomfort at the pocket site. The patient underwent a pocket revision wherein the ipg was moved from the lower right back area to the mid right back. The patient was doing well after the procedure.